Manufacturer narrative:
The pump has been returned to animas for evaluation. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 02/06/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 2015 with the following findings: evidence of moisture ingress was observed behind the display lens: the reported issue was confirmed. The pump failed a leak test due to a display lens leak; this device failure directly caused the reported issue. The pump case was removed, and further evidence of moisture ingress was found on internal components; this device failure is related to the reported issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.